Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited undersensing and p-wave amplitude variation. No intervention was performed. The physician decided to continue to monitor. The patient was in stable condition.